Event description:
The expansion mechanism with green crown appears damaged. The inserter will not expand implant. Had to substitute with different cage. The patient may have had intra-operative injury but not directly linked to lack of expansion capability.

Manufacturer narrative:
The investigation revealed a report that an x-core implant would not expand due to damage to the collar of the implant. The rep reported observing physical damage to the green expansion collar that mates with the inserter. The inserter would not expand the implant once it was attached. The surgeon removed the cage and replaced it with a different cage. There was no other adverse patient consequences directly related to this incident. The rep was unable to provide any further information or photographs of the reported event. The device was not returned for evaluation. Therefore, the lot number is unknown, and the product was not available to be reviewed by pd. DHR review was not possible due to missing lot number. Review of the associated risk determined the hazards associated with the reported event were previously addressed. The severity and rate of occurrence documented in this reported event do not exceed the post-mitigated severity and failure mode probability estimated in the risk management file. Following review, no new risks were identified. Labeling, manufacturing, complaint history, and risk reviews were completed with no deficiencies, discrepancies, or adverse trends identified. The device was unavailable for evaluation, and the event will be used for trend data. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the expansion mechanism with green crown appears damaged. The inserter will not expand implant and had to substitute with different cage.